Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device also received with cracked battery tube threads and cracked case behind the device near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was 76 mg/dl. The customer reported that she went swimming yesterday and her pump was not working. The customer reported that the insulin pump was fine and she did not notice until she needed to bolus for a meal and saw water damage in screen and it was having water come out of the pump on its side near the battery compartment just the side of it. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they saw fluid under the screen. The customer also reported that there was a crack at the side of the insulin pump. The insulin pump will be returned for analysis.